Event description:
It was reported that the customer's insulin pump alarmed button error with no significant events occurring beforehand. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 220 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.